Manufacturer narrative:
On 08/24/18, it was reported to mentor that (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants on (B)(6) 2002 experienced the following: "I was very sick with sudden autoimmune raifibromyalgia and connective tissue issues. I had so much information and odd swelling they had me do act of my chest and found that I had a ruptured silicone implant. I had both implants removed last wednesday and I had my doctor return them so that they could be reviewed by the FDA. "The patient underwent explantation on (B)(6) 2018. The root cause of the patient's symptoms are unclear. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: gel mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure of unknown type with a gel mentor breast implants and experienced sudden autoimmune ra/fibromyalgia and connective tissue issues. The patient experienced rupture of the breast implants. The patient experienced swelling and CT scan was performed by the healthcare professional. As a result, the patient had undergone explanation on (B)(6) 2018.